Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, scratches and cracks found on lcd lens screen. The customer stated problem was not confirmed. Unable to duplicate customer reported problem. Other problem found. Replaced the expulsor, dso (downstream occlusion sensor) sensor and performed a full standard pm for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device keeps pumping even with a set limit. No patient injury was reported.